Manufacturer narrative:
Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
"Subject (B)(6) a 57-year-old male with chronic aortic dissection was treated with a relaypro nbs device on the (B)(6) 2024. The site reported that the patient experienced an adverse event on the (B)(6) 2025, the description of the event is: 'suspected prosthesis infection; detection of staphylococcus aureus'. This event is classed as serious. Medical or surgical intervention was done to prevent life-threatening illness or injury or permanent impairment to a body structure or a body function. Relatedness to procedure - possibly related relatedness to device - undetermined relatedness to pre-existing condition - undetermined this was an unanticipated event. Action was taken to treat the adverse event, medication was given and medical /surgical procedure was carried out - explanation of all foreign material and replacement with bovine pericardial tubes." Patient outcome: "subject recovered - resolved with sequalae. Ae end date confirmed as (B)(6) 2025."